Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. Since she received the loaner insulin pump the buttons were hard to push down. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened down button dome switch. The insulin pump had a cracked reservoir tube lip.